Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet device displayed a pixelated, nonresponsive screen when the user attempted to announce a meal, and a replacement was shipped with instructions for return of the original; the user continued glucose monitoring with dexcom and used backup therapy. Symptoms included hyperglycemia with a reported peak of 375 mg/dl and elevated glucose above 180 mg/dl for over an hour with alerts for levels over 300 mg/dl. Outcomes included no hospitalization, no professional medical intervention, no ketone testing, and no immediate adverse health effects. Investigation included collection of event details and arrangement for device replacement and data synchronization guidance. Investigation of this case revealed a device display malfunction consistent with a hardware screen failure that interfered with user input and contributed to hyperglycemia, with no evidence of external damage reported. It was concluded, based on previously established findings for similar reports, that the cause was a device malfunction of the display component.